Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer stated that the reason for his blood glucose was likely the fact that he had been reusing his reservoir and the reservoir he had in the pump had been used several times: customer stated that he was able to see insulin exit when he disconnected from the pump and delivered a prime prior to calling. During the call he received "no delivery" alarms when we attempted to run a fixed prime, while disconnecting the no delivery alarm immediatley occurred. He removed the reservoir and was able to rewind/manual prime the pum without the alarm occurring. Programming checked. Insulin concentration, basal rates/times, bolus history, alarm history. Programming was correct. Disconnected at quick release and programmed at 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications.